Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have pulmonary fibrosis. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on feb 21, 2025 and section h11 should be reported as: the manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient grade 4 prostate cancer and pulmonary fibrosis. The medical intervention that the patient received in response to the event is currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The manufacturer previously submitted MDR 2518422-2022-10895 with incorrect sections h6. Corrections to previous MDR are made in this report as follows. Section b6, b7 and h6- health effect-clinical code, type of investigation, findings and investigation conclusion was updated.